Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Corrected field: g3 (correction to g3 of the initial medwatch. The aware date should be 09apr2024.) The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additionally, the foreign material residue point was confirmed to be free from deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the foreign material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.